Event description:
Customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.